Event description:
It was reported that the patient alleges that the infusion device was delivering an inaccurate an amount of insulin. The patient experienced blood glucose levels ranging from 41 mg/dl to hi and presented ketone +++. She was able to correct her blood glucose levels via the infusion device and insulin injections. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).